Event description:
On (B)(6) 2012, customer reported that the dxc 600 pro instrument generated false low sodium (na) results for 7 patient samples. This event occured on (B)(6) 2012. One result was reported out of the lab. Treatment was not initiated or withheld based upon the false result reported. When the issue was noticed, the samples were repeated on another dxc instrument in the lab, and those results reported. The one erroneous result that was reported of the lab was repeated on (B)(6) 2012, at which time the report was amended. Customer provided all results, but only na exceeded assay precision claims and was considered erroneous. Although the customer mentioned that chloride (cl) was running lower, the differences in results were within assay precision claims. Customer stated that quality control prior to and after the event was within lab-established ranges. Review of proservice na qc data showed that the customer's qc range was wide, and although within lab range, qc prior to the event was low to the same degree as the patient samples. Customer stated that the issue occurred after they performed the twice weekly maintenance, and did not report the issue until (B)(6) 2012. When the customer reported the event to beckman coulter, recovery matched the other dxc instrument. Despite acceptable performance when the field service engineer (fse) evaluated the instrument on (B)(6) 2012, the fse replaced the na electrode, chloride tip and a cloudy co2 membrane. Fse verified instrument performance. No further problems were reported.